Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 16th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw snapped off from suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled. It was stated the screw snapped off from suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of prx/sa - 6 preglued screws chc m6x20 (ard367270555) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance service. A root cause analysis was conducted by the subject matter expert. As stated: the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).